Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention, a floppy rotawire guide wire fracture occurred. The lesion being treated was located in the in proximal left anterior descending artery. Following an unsuccessful attempt to cross the lesion with a 1.75mm burr on this floppy rotawire guide wire, the burr was exchanged for a 1.5mm burr. When the rotational speed of the burr on this guide wire was being adjusted, the floppy rotawire fractured and then separated. This fracture and separation occurred outside of the pt's body. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'good.'